Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow-up, non-sustained right ventricular oversensing, which was caused by post paced t-wave oversensing was noted on a stored egm. Programming changes were made. Patient was stable and continues to be monitored.